Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error. There was no apparent evidence of magnet applications or extended telemetry sessions at that time. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed a valid bd error with an unknown root cause. Device replacement was recommended. Additional information was received which reported that the bd code was reset and the patient would be closely monitored. No adverse patient effects were reported. The device remains in service.